Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced a bent cannula due to not cocking the applicator prior to activation which led to hyperglycemia with polydipsia and a blood glucose level of 401 mg dl and was treated with a fast acting insulin injection on (B)(6) 2026.